Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The target lesion was unspecified. A 3.00 mm x 15 mm maverick² balloon catheter was used for pre dilatation and advanced to the target lesion, however the balloon ruptured at an unspecified pressure. The device was retrieved intact from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. There was contrast and blood in the inflation lumen. The distal tip was damaged. Magnified inspection revealed a 1cm longitudinal tear in the balloon wall on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The target lesion was unspecified. A 3.00mm x 15mm maverick²¿ balloon catheter was used for pre dilatation and advanced to the target lesion, however the balloon ruptured at an unspecified pressure. The device was retrieved intact from the patient's body .the procedure was completed with a different device. No patient complications were reported and the patient status is good.